Event description:
Suspected intravenous pump non infusion. Pt was receiving epinephrine continuous drip at 0.9 ml/hr. Rn suspected fluid was not advancing. Noted drip chamber full, marked burette and observed no infusion. Pt required bolus of fluid to maintain adequate blood pressure. Pump did not alarm, rather registered as if infusing on time.